Event description:
The surgeon had inserted a silicone 3-pieces lens model aq2010v in the eye and the haptic tore. The lens was removed without enlarging the incision and replaced the lens with another model lens. No pt injury.